Event description:
It was reported that balloon rupture occurred. A 6mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 7 atm for 20 seconds. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.